Manufacturer narrative:
Further investigation identified this was a duplicate event reported under MDR # 1627487-2018-05430, 1627487-2018-05431, 1627487-2018-05432 and 1627487-2018-05433.

Manufacturer narrative:
Date of implant is unknown at this time. Concomitant medical products: unknown concomitant devices. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that one of patient¿s drg lead had migrated. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein drg lead was replaced. Note: there are currently no additional information available on patient or additional devices implanted.